Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had lost six months of battery in about one month. Boston scientific technical services (ts) explained the device was just implanted and the patient has had some atrial fibrillation (af) which can cause increased current drain. Ts will recheck device after a month and advised health care professional (hcp) to call back if it has not stabilized. To date, this device remains in service. No adverse patient effects were reported.